Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. H6 patient code: no code available (3191) used to capture the prolonged surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement: (B)(6) 2019. When tibial insert was inserted it was noted by surgeon that it failed to engage. No extreme force used. Dr states the poly was damaged at the front flap left side requested a replacement. On looking at the poly noticed the front left flap was bent. It has not broken off but appears to have a slight wobble. He states this has happened before. 5 minutes delay. Action taken to manage : poly removed and another one put in its place. Male patient initials: (B)(6), dob: (B)(6).